Event description:
On june 8th, the user contacted dario to report high blood glucose (bg) readings.the user reported that she received a bg reading of 235 mg/dl from her dario meter compared to a bg reading of 115 mg/dl from her non-dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.